Manufacturer narrative:
Device evaluation: the report of increased ldh was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Examination of the rotor inlet section revealed small, red, tissue-like depositions folded over the front edges of each of the rotor blades. The color and texture of the thrombus appeared similar to the outer layer of the inlet bearing ring. The observed thrombi would have contributed to the reported increased in ldh. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, an echocardiogram revealed the patient had a normal left ventricle size with marked left atrial enlargement, severely reduced native left ventricular ejection fraction (20-29 percent) with global dysfunction and a mildly enlarged right heart with reduced function, but estimated normal pulmonary artery pressures. It was also reported that the patient had bilateral pleural effusions (left greater than right). On (B)(6) 2015, the patient had multiple pulsatility index (pi) events, some with speed drops and power increases. It was reported that there were no alarms, however pi values in the 1-2 range were noted in the history overnight. On (B)(6) 2015, the patient had an elevated lactate dehydrogenase (ldh) of 677 u/l. The patient continued on aspirin and coumadin, but eventually intravenous heparin was administered. A transthoracic echocardiogram showed that the lvad was performing within normal limits and that there was no evidence of an intracardiac thrombus. It was stated that there was no significant lvad inflow obstruction, the left ventricle cavity was within normal limits, the position of the left ventricle septum relative to the right heart was flattened, the pattern of mitral valve motion was normal, mitral regurgitation was less than or equal to mild in grade, the aortic valve was not opening with native systolic contraction and aortic regurgitation was less than or equal to mild in grade. It was stated that during the exam, the lvad¿s speed settings were tested, but were not changed. On (B)(6) 2016, the patient¿s ldh was 855 u/l. It was reported that on (B)(6) 2016, the pump was exchanged. The reason for the exchange was reported to be that the patient was clinically unstable. No additional information was provided.